Manufacturer narrative:
No device was returned for evaluation. The ensite array catheter device history record (DHR) review was performed based on the lot number provided. The DHR review indicated that the ensite array catheter passed the electrical testing and final inspection prior to release. The review indicated the ensite array catheter was used within the specified dates for use. The physician did not allege the incident was caused by the ensite array catheter. Based upon the information provided, the cause for the reported effusion could not be determined. (B) (4). Date the initial reporter provided the information to the manufacturer: 9/25/2009.

Event description:
It was reported that the ensite array catheter was inserted into the la to identify the ablation area, and was then removed. After performing an ablation treatment using a non sjm ablation catheter, the pt reportedly became hypotensive. An echocardiography was performed which revealed an intrapericardial effusion and hemorrhage. A pericardiocentesis was performed and the pt's blood pressure returned to normal.